Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the battery of the icm depleted normally, and that the patient was stable throughout the procedure.

Event description:
Additional information received indicated the icm was explanted and replaced. It was stated the battery was depleted. Further information was requested but not received.